Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance trend on the rv (right ventricular) lead was rising; capture threshold in the rv lead was elevated. Impedance between (B)(6) 2015, the maximum rv pacing impedance rose from 437 ohms to 1007 ohms. The baseline was 380-475 ohms. Between (B)(6) 2015, the max rv threshold was between 1.5-2 volts. The baseline was 1.375-1.625 volts. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in pacing impedances, along with fluctuations in capture thresholds. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.